Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no manufacture record evaluation (mre) review could be performed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Event description:
It was reported that a male patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation (stsf) catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, premature ventricular contractions had gone away, and while attempting to map with the stsf catheter, a drop in the patient¿s blood pressure was noticed. Cardiac tamponade was then confirmed by ultrasound. Pericardiocentesis was performed and 500 cc of fluid were removed from the pericardial space. Patient¿s condition improved after pericardial drainage and surgery was not required, but the patient needed to be transferred to the intensive care unit (ICU) for monitoring. It is unknown if extended hospitalization was required as a result of the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure related. No bwi product malfunctions were reported. Transseptal puncture was not performed. No radio frequency was delivered prior to the adverse event. The injury may have been caused by the st. Jude right ventricular quad which was in the apex of the heart. The catheter flow was set within standard settings in low flow. The force visualization features used included graph, dashboard, and vector, the visitags were programmed but not used. The parameters for stability used were stability were range 3, time 3, fot 25, and 3.2mm tags. Flashing force threshold was used as additional filter for the visitag module. None color options were used. It was stated by the caller that the injury may have been caused by a non-bwi product. However, there¿s no enough information to support this assumption. In addition, the involvement of the stsf catheter cannot be excluded; therefore, this event is being reported under the bwi stsf catheter.